Event description:
The customer service rep was on site for a service call and he was told about a corneal burn that occurred one month ago. The customer confirmed there had been a burn; however, she did not remember much about it and therefore, did not wish to complete a questionaire. The customer requested the surgeon be contacted for info on the event. Multiple attempts were made with no further info received.

Manufacturer narrative:
The customer service rep examined the system and no problem was found. The system met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11-426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on : 02/20/2008.